Event description:
Complaint was reported as: complaint alleges: the hospital complained that only one side of the legs came out from the stapler. The event caused no harm to the patient. No patient injury reported.

Manufacturer narrative:
Per device history report (DHR) investigation did not show issues related to this complaint. Assessment was conducted and no changes required. Complaint cannot be confirmed since the sample was not available for investigation, therefore, it is not possible to determine the root cause for the defect reported and a corrective action for it. The manufacturer will continue to monitor and trend relating complaints.